Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation determined that the root cause of the event is consistent with pre-analytical handling issues.

Manufacturer narrative:
The field service engineer performed flow path cleaning replaced tubing, replaced 2 reagent syringes, and adjusted the sipper nozzle position. An instrument check was performed successfully. A reproducibility test was performed using pooled serum and the results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics elecsys anti-tg results for 1 patient sample on a cobas 8000 core unit. The initial anti-tg result was 47 iu/ml. An aliquot from the primary tube was repeated and the result was 93 iu/ml with flag. The primary tube was repeated and the result was 52 iu/ml with flag. Another aliquot from the primary tube was repeated and the result was 53 iu/ml with flag. No questionable results were reported outside of the laboratory. The reagent lot is 59537501 and the expiration date is 28-feb-2023.